Event description:
It was reported that an end user who had been using the hollister premier ostomy product for years developed a pressure wound and became septic. It was further reported that he had been in and out of rehab and the hospital for quite some time. No further information is known.

Manufacturer narrative:
The ostomy appliance was not returned; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted because a lot number was not provided. There was no report of product malfunction. Based on the information provided, a root cause could not be determined. Hollister will continue to monitor this reported issue. Only the di portion of the UDI information is known due to lack of lot number information.